Event description:
No sample or picture available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. Based on knowledge of the lvp system, an upstream occlusion alarm is triggered when the lvp cannot fill the ipc (pumping chamber) of the administration set due to the inlet tubing of the set being kinked or the slide clamp being actuated on the tubing. Small syringes can sometimes cause this to trigger when infusing from the secondary access port (through the secondary lav). If an administration set triggers this alarm without the tubing being kinked/clamped or without infusing through a small syringe (5 cc), there could be an issue with the administration set that needs to be investigated. For this specific incident, the sample was not returned for evaluation and the lot number was not provided. Therefore, no batch review could be performed.

Event description:
The following has been reported: "upstream occlusion alarm, event was a simple backprime from the primary into a secondary set in preparation for a secondary infusion." No patient harm." This issue stopped an active infusion. Reporting due to the referenced technical issue. No adverse effects to the patient were reported. More information is needed to complete the investigation.